Manufacturer narrative:
Reported event was confirmed by the picture received from the contact. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the hardware appears intact in both knees. The fit and alignment appear normal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2003. Concomitant medical products: unknown tibial component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, patient revised due to pain. Upon opening the joint spacer, the femoral prosthesis was found fractured. Attempt for further information has been made, but no further information has been provided.